Event description:
It was reported that multiple cartridges were leaking from the bottom of cartridge. The customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Customer administered a correction injection to address the bg. Customer loaded new cartridges to address the issues.